Manufacturer narrative:
The patient's historical waveforms and trend information were reviewed by a spacelabs lead software engineer. Findings show that on (B)(6) 2016 at 7:30:36 am, there was a sequence of 6 consecutive aberrant ventricular beats. Per the clinical parameters operations manual, a run is detected if more than 3 abnormal beats in a row occur at a heartrate greater than 90 beats per minute, and at a heartrate that is more than 15% faster than the current heartrate. Per this criteria, the monitor would have only detected a 3 beat run based on the rate of the final 3 beats in the sequence. The device performed to specifications. This report is considered final and the issue is closed.

Manufacturer narrative:
Onsite testing of the involved devices conducted by a spacelabs field service engineer confirmed that the equipment performed to specifications. The testing was witnessed by a facility staff member. Spacelabs has launched an investigation into this event and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2016 at 7:30am that a 6 beat run of ventricular tachycardia (vtach) did not alarm for vrun at the telemetry central station. No injury was reported as a result of this event.